Event description:
Ous MDR - after an implantation time of about 20 months, it was reported that the pacemaker showed eri at interrogation, even though the calculated remaining operation time matches the implantation time. No deterioration in the pt's health was reported. The device was not returned for analysis and there was no date of explant, as well as no event date. All available information suggests this device remains implanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is thus based on the existing production documents and the returned data. The manufacturing process for this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned data of the device was analyzed thoroughly. The clinical complaint could be confirmed but the cause could not be clearly identified. To prevent potential damage to the pt, we therefore recommend to exchange the device as a precaution and to return it to biotronik for analysis. Of course, this recommendation cannot replace the physician's medical assessment and deliberations in regard to the individual circumstances of the pt.